Event description:
It was reported that during a case, the camera on the 9600+ system would not rotate. The system was shut down and restarted and it worked fine for the rest of the case. The system continues to be used. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.